Event description:
The pt called lifescan (lfs) in 9/05 alleging that the meter does not power on. She had replaced the battery less than a year ago and the meter still had no power. She did not experience any symptoms and took her usual dose of medicine. She contacted a medical professional for advice and did not receive any treatment. The meter is not a new product (out of box). She was using the correct vial of test strips and the meter did not power on by pressing down on the power button. Customer service was unable to resolve the issue and sent her a replacement meter.